Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Event description:
It was reported that 2 days following the ventricular assist device (vad) exchange, there were plans to extubate the patient, but this was aborted when the patient went into rapid atrial fibrillation (af). The patient was cardioverted twice and started on an antiarrhythmic medication. The patient was converted to sinus rhythm but quickly reverted to af. The patient remained in af with occasional episodes of rapid ventricular response. The patient¿s medications were adjusted. A tracheostomy was performed due to the failed extubation. The patient remained on the trach with various trials on the trach collar. The trach was later decannulated and the event was deemed resolved. The patient was discharged home in a controlled af. The ventricular assist device (vad) remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical trial. No further patient complications have been reported as a result of this event.